Manufacturer narrative:
The investigation thrombus has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. B.2 revised as the incorrect field was selected on the initial manufacturer device report number. E1 revised as name prefix/title was inadvertently omitted from initial manufacturer device report number. E.4 should have been left blank in initial manufacturer device report number as it is unknown the initial reporter also sent the report to the FDA. H.6 code 4755 was reported incorrectly on initial manufacturer device report number. A new code was added to component codes.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that the patient with biventricular failure and on impella cp support had a clot in the left ventricle. The file is noted: patient met accident at work, inhaled poisonous fumes. Heart failure due to gas poisoning. The physician was planning to do left ventricle venting but the family didn¿t want to proceed with the surgery. The patient expired. Abiomed does not have enough information to associate use of the device with the outcome.